Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was power up properly after battery installation. The insulin pump was received with operating currents within spec. No failed battery test and battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners. The insulin pump was received with broken battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the buttons became unresponsive when they attempted to bolus. Customer also reported receiving a battery out limit alarm and failed battery test alarm on the insulin pump. The customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.